Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged the generation of discrepant sars-cov-2 and flu a/b results for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged sample generated a sars-cov-2 positive, flu a positive and flu b positive result in the initial test on the cobas liat system (sn (B)(4)). This sample was retested twice on a different cobas liat system, and generated negative results for three targets. The negative results were released. No harm was alleged. An investigation is ongoing.

Manufacturer narrative:
An investigation on the reagent kit lot did not identify any product problem. Given data was not provided, the allegation could not be confirmed and a root cause could not be established. (B)(4).